Manufacturer narrative:
(B)(4). Additional information reported that no allegation was reported that the valve occluded the coronary artery. It was noted that it was unknown, but unlikely that the valve or delivery catheter system (dcs) dislodged plaque that occlude the coronary artery. No percutaneous coronary intervention (pci) was performed. As it was reported in the history that a previous coronary artery bypass graft (CABG) was performed it is not clear whether another CABG was performed after the arteries were not patent and following the implant of the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed in the proper anatomical location, but the coronary arteries were not patent after implant. Subsequently, a coronary artery bypass graft (CABG) procedure was performed. No additional adverse patient effects were reported.